Event description:
Initially it was reported on (B)(6) 2012 that an alarm was heard, although the reporter was not sure if it was a pump alarm. The reporter planned to have the pump checked. It was later reported the pump was beeping and was due to motor stall and recovery; a constant stall. The pump's log revealed multiple motor stalls and motor stall recoveries that had occurred on (B)(6) 2012 through (B)(6) 2012. The patient experienced spasticity and itchiness related to the event. The patient recently had a vns (vagus nerve stimulator) placed. It was questioned if the pump stalls were possibly related to electromagnetic interference from the vns. The patient was hospitalized and the pump was replaced. No rotor or dye study was performed. Patient was without injury, and recovered without sequela. Drug delivered via the device was lioresal.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: 2002 (B)(6), explanted: unk; connector model: 8575, lot #: j0203489r, implanted: 2002 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient's pump hurt and her skin hurt. The pump was "still close to the surface of the skin." It was also noted that sometimes when a magnet was near the pump it would alarm and when the magnet was moved away it would stop.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.